Manufacturer narrative:
(B)(4). Result of examination: the device was clean and in a good condition. The syringe holder as well as the pca-slide were in closed position. The pca locking-mechanism of the syringe holder was damaged. Due to this damage it is possible to open the syringe holder. The damage of the locking-mechanism was caused by wrong handling prior use. In this case it is not possible to lock up the inserted syringe of the pump. In the IFU (instruction for use) is described that "prior to administration, visibly inspect the pump and the accessories (especially the axial fixation) for damaged, missing parts or contamination and check audible and visible alarms during selftest".

Manufacturer narrative:
(B)(4). The device is currently shipping from user facility to bbm laboratory in (B)(4) for investigation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the device administered a bigger volume that was originally set. According to the fault report the set value was 1 ml/h but the pump administered 6-7 ml/h.